Manufacturer narrative:
Sections with additional information as of 07-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality based on complaint's description for investigations. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples most likely underlying root cause: mlc-009: use error caused or contributed to event.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes, stating that the 31g syringes did not dispense the insulin. Customer stated the syringes are able to aspirate the insulin but that he is not able to inject it. The package had not been open or damaged when received by the customer. Customer has been using the product for the past two days. Customer stated he had been previously using the 30g syringes. Customer stated that he has not taken his insulin for a few days and so he needs the syringes to work. The customer feels well and did not report any symptoms. The customer did not claim to be injured while using the syringes and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 22-may-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved the initial concern.